Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that his wife was hospitalized for high blood glucose levels over 500 mg/dl. The customer had been feeling sick all morning, but had not checked her blood glucose levels until they were very high. The husband was unable to troubleshoot at the time of the call and stated he would have to call back. Nothing further was reported.